Event description:
It was reported that during a percutaneous coronary intervention a shaft fracture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. A f/g, promus element,mr,ous 2.50x20mm stent delivery system (sds) was inserted but was unable to cross the lesion. Eventually the sds shaft fractured outside the patient. The procedure was completed with another of the same device. There were no patient complication and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. A f/g,promus element,mr,ous 2.50x20mm stent delivery system (sds) was inserted but was unable to cross the lesion. Eventually the sds shaft fractured outside the patient. The procedure was completed with another of the same device. There were no patient complication and the patient's status is good.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by mfg: the device was returned in two sections to the complaint investigation site for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 40mm distal from the strain relief. There were several kinks along the entire length of the hypotube. The most prominent kink was 10mm for the hypotube break. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination also identified stent damage. The stent struts were both stretched, raised and damaged. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The stent is stretched proximally approximately one strut width. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).